Event description:
Fisher & paykel humidifier chamber on ventilator circuit observed to be profusely leaking from what appeared to be the bottom seam of the chamber. Chamber was immediately removed from service and sequestered. No obvious cracks or damage to humidifier chamber. Staff reported 2 other separate but similar situations in which the humidifier chamber was observed to be leaking. Call was placed to fisher & paykel. Fisher & paykel is requesting that sequestered chamber be returned for evaluation. I requested a follow up letter for associated findings. Humidifier chamber is part of the rt 380 ventilator circuit (lot 2100825477).